Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. Patient described the area as burn marks. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Patient reported that the irritation is getting better.